Manufacturer narrative:
Correction: the computer was received back on september 18th, 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 736032, serial/lot #: -, ubd: , UDI#: ; product ID: 9736036, serial/lot #: (B)(6) , ubd: , UDI#: (B)(4). H3) the computer was returned to the manufacture for analysis. It powered on when power was applied. After multiple power cycles no boot up or video issues were observed. The network was set correctly. The video capture card functions correctly. All display ports, hdmi and dp all function correctly. The sound functions on the hdmi and dp ports. The computer passed all burn-in testing. The computer was fully functional. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system did not work properly and would not boot. The system also performed slowly. After checking the storage with 53% used and deleting exams, it still did not boot. There was no patient involvement.